Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2019 to assess the instrument test well in question, which appeared as visually negative. The camera report was acceptable, and a review of the event log showed no errors during processing. A review of the monolayer check was acceptable. It was noted that the reagent in question was flagged as lower than expected volume for the test in question in the reagent vial, as determined by the pipettor system. The internal immucor number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative outcome with anti-d (series 4) monoclonal blend by galileo echo method, when tested on (B)(6) 2019.